Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens, in the patients left eye (os). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
The surgeon has confirmed that the anterior chamber has deepened during the patient's month-1 review. Hence, we will continue to monitor and there is currently no need for the lenses to be replaced. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted an icl implantable collamer lens, in the patient's left eye (os). The surgeon confirmed that the anterior chamber has deepened during the patient's month-1 review. Hence, we will continue to monitor and there is currently no need for the lenses to be replaced. D2: common device name: phakic intraocular lens, product code: mta claim # (B)(4).